Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the vessel sealer extend (480422-01/m90210907) associated with this event has been performed. Per instrument was last used on (B)(6)2022 on system sk3733. This is a single use instrument. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that the instrument grips did not open and/or were clamped and could not be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the vessel sealer extend fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the vessel sealer extend instrument had to be opened manually as it did not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: d4 (lot #), d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The energy was delivered without any issues and passed the cut test. The knife slot measured at 0.026¿ and the jaw gap verification passed at 0.003¿. No errors occurred during in-house testing. An additional observation not reported by the site was also identified. The instrument was found to have a dislodged blade based on log review. This was not observed during the in-house inspection. No conductor wire damage or snake wrist damage was found. There was a medium amount of bio debris found at the instrument tip. A review of the procedure log showed a 22025 error code, indicating "vessel sealer blade cannot retract." Common causes of the failure mode dislodged instrument blades are typically attributed to user mishandling. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. A review of logs showed that the instrument failed homing during initialization. Logs showed four 22026 error codes indicating "vessel sealer failed during homing." The instrument was placed on the in-house system and passed initialization and engagement. The root cause of this failure is likely caused by the dislodged blade.